Event description:
A falsely elevated ctni result of 4.2 ng/ml was obtained. The doctor questioned the result and a follow-up sample was drawn and a value of 0.00 ng/ml was obtained. The original sample was rerun and a value of 0.00 ng/ml was obtained. There were no adverse health consequences due to the erroneous result. No treatment was performed based on the initial result. Analysis of instrument data and sample indicates sample integrity issues.